Event description:
Instrument failure - upon reviewing the patient's x-rays on (B)(6) 2012, it was identified that a broken drill bit was lodged securely in the scapula.

Manufacturer narrative:
On (B)(6) 2012 an agent reported that post operative patient x-ray revealed a broken drill bit securely lodged in the scapula of the patient (the patient is participating in a djo surgical clinical study). The agency identified the broken piece of the drill bit as part number 810-01-020, lot 52447l07, which was used during a primary surgery on (B)(6) 2012. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination, and the instrument remains in the patient. The device history record was reviewed and showed the instrument to be manufactured by huron tool and cutter for djo surgical to revision level k in the quantity of 201 pieces on or about (B)(6) 2011. One device was returned to the vendor for a missing part number, lot number, and ce marking. A review of the product complaint report history shows this is the 37th complaint for this part number. This is the first complaint for this lot number. The root cause of this complaint was a broken fragment of drill bit lodged securely in the scapula of the patient. There is no information made available to identify the cause of the instrument fracture or confirm that it was indeed an instrument provided by djo surgical.